Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's flow assembly was replaced to address the issue. Additional findings not related to the malfunction/issue was contamination in the blower assembly and in-line filter. The blower assembly and in-line filter were replaced on the device. The following parts were proactively replaced on the device: air inlet filter, particulate filter, and muffler assembly. After all parts were replaced on the device, the final and run-in tests were performed on the device, along with the battery and valve checks. The device was found operational, and it was cleaned.